Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as sores under their breasts. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended an antibacterial cream for the skin irritation. Follow up indicated that the skin irritation improved.